Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had a "false positive" for the n1 target while running the covid assay. Service analyzed customer run data which revealed no instrument issues, including normalization issues. The bd field service engineer working on the case confirmed that the customer states the issue has not occurred since the original complaint. This complaint is unconfirmed as it seems to be an isolated incident and alludes to environmental contamination or patient sample anomalies. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and one additional work order was observed on 02aug2022 for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported by the customer that they had a false positive on bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "441916 - instrument max clinical, low positive covid test on n1 target".

Event description:
It was reported by the customer that they had a false positive on bd max¿ system, bd max¿ instrument. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "441916 - instrument max clinical, low positive covid test on n1 target".

Manufacturer narrative:
Medical device expiration date: na. PMA/510k #: k111860, k130470. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.